Manufacturer narrative:
During returned device evaluation, a reportable malfunction was discovered. Complaint confirmed. One unpackaged ar-9625 driver was received for investigation. Visual inspection identified that the drive geometry at the distal tip was both twisted and broken. A probable cause is attributed to over-torquing/over-engaging the driver within the screw head.

Event description:
On 05/03/2022, it was reported by a sales representative via sems that an ar-9625 hex driver tip got damaged during a case. This was discovered during an unknown procedure with no patient harm. Additional information requested. During returned device evaluation, a reportable malfunction was discovered.